Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, value was not provided. Customer alleged that insulin sensitivity causes bg to "shoot up." No additional information was provided.